Manufacturer narrative:
(B)(4). Batch number: r57v4h. Investigation summary: the analysis found that one long60a device was returned with no apparent damage and with no cartridge loaded on the device. In addition, the knife was noted to be partially advanced into the lockout region, thus the device would not open or close. The knife was returned to its home position and the device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. No conclusion could be reached on what caused the knife was into the lockout region, please note that as part of our quality process each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that the device breakage-lock out. Opened the outbox, did not open the sterile packing, found the firing indicator shows half zero half lock. Another device was used to complete the surgery. There were no adverse consequences to the patient.